Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an intraocular lens (iol) was explanted. Additional information received and the physician stated that it was not the fault of the iol. The course of the surgery forced him to cancel the implantation. It was further clarified that there was no issue with the lens, the capsular bag was torn during implantation due to an error by the surgeon, and therefore nothing was there to hold the lens. As a result the lens had to be removed in the same procedure. No replacement lens was implanted. Currently, the patient is aphakic and has to wait until the eye is healed to implant a new lens.

Manufacturer narrative:
Additional information provided in d.3., h.3., h.6. And h.10. The product was not returned for analysis. Customer indicates that there was no issue with the lens. The capsular bag was torn during implantation (error by the surgeon). The root cause for the reported complaint appears to be a coincidental event that was related to user (hcp) handling as it was reported via reply card that capsular bag was torn during implantation (error by the surgeon). Based on this information, the product did not cause/contribute to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).